Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure aspirated air. A large amount of air was aspirated after inserting the sheath into the body, so the issue was resolved by replacing it with another lot of the device. The event occurred prior to catheter insertion into the sheath. To solve the issue the device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis.